Event description:
It was reported the patient is deceased. The patient's family/friend returned the patient's implantable cardioverter defibrillator ( ICD) system after explant by the mortuary to the physician's office. It was further reported that when attempting to interrogate the device, a power on reset (por) message was observed. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 implantable tachy lead, implanted: (B)(6) 2004; 4568-45 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated a firmware error message/code. (B)(4).